Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the ilet device unexpectedly shut off while showing a gray screen despite having approximately 75% charge. After troubleshooting attempts, the device did not power back on. A replacement ilet was arranged. Blood glucose was not affected.